Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results: there are two previous complaints of the same reference-batch. (B)(4). Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Taking into account that the results of samples received of one of the previous complaints did not fulfill the specifications of the OEM. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: according to the internal procedures, a corrective action is opened in order to avoid these kind of incidents in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: serbia. New hospital, (B)(6)" from (B)(6) called to complain about the same issue, but this time with polypropylene suture. They have been using polypropylene sutures for several years now, and they claim that only recently some 30% of sutures inside the box have the same problem. The needle is not attached to the thread. Unlike gynecology hospital "(B)(6), this is not a new customer and they are not using this suture type and size for the first time. A visit will be made to them this week to check their claims.